Event description:
The event occurred on various dates (unspecified) and involved tego connectors (more than 20) that were reported that by third session of hemodialysis, patients experienced varying degrees of damage to the external membrane or an increase of venous pressure. There was patient involvement, but no patient harm was reported as a consequence of the events. Evaluation was performed and a tear was confirmed; see full evaluation in h11 section.

Manufacturer narrative:
Received eighteen (18) used 01c-d1000 tego connectors for inspection. Each sample had excessive seal tearing leading to seal collapse. The reported complaint of tearing and no flow can be confirmed. The probable cause is due to uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.